Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device during treatment of a plaque lesion in the patient¿s mid superficial femoral artery (sfa). Slight tortuosity and no calcification reported. IFU was followed. Pre-dilation performed. It is reported the thumb switch would not fully move into the off position. The nosecone of the device was only half way packed. The thumb switch kept sticking in the ¿on¿ position. For removal, with force, the physician was able to move the thumb switch to the ¿off¿ position to be removed from the patient. Procedure was completed with balloon angioplasty. No injury reported.

Manufacturer narrative:
Additional information: the thumbswitch issue occurred while device was in use in the patient. The cutter remained in open position. The device was safely removed from the patient. No deformation was noted in the cutter on removal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the cutter appeared to have returned to the housing for removal of the device from the patient. If information is provided in the future, a supplemental report will be issued.